Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. With the use of a golden patient electronic unit and golden power supply; golden unit was able to power-up without issues. Report of frayed power cord - unconfirmed. Power cord functioned as expected. A frayed/exposed wire on power supply cable was confirmed.

Event description:
The patient reported frayed and exposed wires on the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.